Event description:
Information was received indicating that high pressure alarms continually occurred to a smiths medical pneupac parapac ventilator during testing. There were no patient involvement or adverse effects.

Event description:
Ro 1065934: high pressure alarm keeps alarming. Additional information received 15 may 2020: no patient involvement. Device was activated during a test and an alarm was activated. RMA# 250958.

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found the battery holder corroded. Device underwent the nrv entrainment testing for air mix. The reported customer complaint was confirmed as the device had failed the testing due to a faulty variable relief valve assembly. However, the problem source has been determined to be unknown.